Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. This supplemental is being sent to correct information previously submitted within the initial 3500a report. The serial number of the subject device ((B)(4)) which was provided on the initial 3500a report was incorrect. The device associated with this complaint has the serial number (B)(4). The device name of the subject meter (one touch ultralink meter) which was provided on the initial 3500a report was also incorrect. The device associated with this complaint is one touch ultra 2.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the afternoon of (B)(6). The patient reported obtaining blood glucose readings of 386 and 249mg/dl on the subject meter and 266 and 181mg/dl on a (B)(6) true meter, obtained within 30 minutes of each other. These readings exceed lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their food/drink intake in response to the reported readings. The patient reported that 3 hours later they developed symptoms of ¿dizzy and almost fell over¿. The patient reported self-treating these symptoms with orange juice. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lifescan¿s criteria for serious injury and the patient did not administer inappropriate self-treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.